Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a fracture. This lead was explanted and replaced. A replacement lead was attempted to be implanted but was found to be fractured also. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement left ventricular (lv) lead was not fractured and remains in use.